Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0225983649 implanted: (B)(6) 2023: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 28-jan-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the patient presented urgently due to increased spasticity and itching for two days, following an episode of choking five days ago. Clinical examination revealed increased spasticity in the lower limbs along with a newly developed cough. Biochemical analysis showed no signs of inflammation, and both chest x-ray and urinalysis were negative. A side-port aspiration and reservoir puncture were performed without complications. The patient was admitted for further evaluation, and the pump dosage was increased by 25%. The patient was discharged on (B)(6) 2024. A revision of the catheter was performed due to an occlusion on (B)(6) 2025. 2025-02-10 e1: document contained no new information.